Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to a dermatologist and was diagnosed with skin irritation. The site was red, itchy and clear discharge was coming out. For treatment, the patient was prescribed clobetasol 0.05%. The patient wore the pod on the arm.